Event description:
According to the information there was erosion at the midline anterior wall. At six month checkup, about 2 cm of sling eroded midline vaginal mucosa. No tissue in growth was present.